Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c7 on pca and shorted insulated-gate bipolar transistors (igbts) q12 and q17 transistors on the defibrillator pca. The shorted component was causing the batteries not appearing to hold a charge. The root cause for the defective components were unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was having battery faults.